Event description:
It was reported that the intra-aortic balloon (iab) was able to be connected and zeroed, but the signal was lost, and no ap waveform was present. The transducer was not connected, but an attempt was made to connect the ECG leads but the staff think the signal was poor. As a result, the doctor removed the iab and inserted a second iab into the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos signal lost is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2019-00318 and (B)(4) as the report is related to the same patient.

Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2019-00318 and (B)(4) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) was able to be connected and zeroed, but the signal was lost, and no ap waveform was present. The xducer was not connected, but an attempt was made to connect the ECG leads but the staff think the signal was poor. As a result, the doctor removed the iab and inserted a second iab into the same insertion site. There was no report of patient complications, serious injury or death.